Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Device returned to manufacturer on: 01/13/2019. Device returned to manufacturer: yes. Device evaluation: the lens case was returned to the manufacturing site for investigation. A visual inspection of the returned lens case was performed. There was black mold on the waterproof film of the lens case cap. Based on historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction. The consumer's reported complaint was confirmed. Manufacturing record review: the manufacturing records were reviewed. The records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no non-conformance related to this complaint. The reported lot was deemed acceptable for release. A device history review was performed and no similar reports were found under this manufacturing lot. Labeling review: direction for use of the reported product was reviewed. Precautions for handling of the case include that after removal of the contact lens, always empty the case, wash the inside of the case well with running water, and let it air dry. Do not use a detergent because the membrane on the cap of the case may be damaged. Since the growth of bacteria may occur due to the accumulation of dirt, etc. When using the case for a long time, replace the case at least once every six (6) months. When dirt or deterioration is noted even within the 6-month period, replace the case with a new one. The labeling review was completed and revealed that the directions for use (dfu) provided the customer with adequate precautions, instructions and warnings for the proper use and handling of the product. As a result of the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Date of event: exact date not provided only that it occurred (B)(6) months ago. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the consumer saw something like black mold at the back of the lens case cap of the consept onestep. Reportedly, the event occurred two or three months ago. No further information was provided.